Manufacturer narrative:
Results: the ace68 was kinked approximately 64.0 cm from the hub. Conclusions: evaluation of the returned device confirmed it was kinked. This damage may have occurred due to forceful handling of the ace68 at extreme angles during removal from the packaging. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noted that the penumbra system ace 68 reperfusion catheter (ace68) was bent upon removal from the packaging hoop of the penumbra system ace 68 hi-flow kit (kit). The damage to the ace68 was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new ace68.